Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The displacement test could not be performed due to a partial display. The insulin pump had a partial display due to a bleeding display glass. The insulin pump had cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer had a crack on their insulin pump. The customer's blood glucose was 195 mg/dl. The customer's mother reported the crack was located on the display screen. It was found the crack occurred because the customer fell on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.